Manufacturer narrative:
G2: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) reporting that ¿just time¿, needed a while to make the wireless external neurostimulator (wens) and ins work. They were not able to connect 3 vanta inss to the vanta app on their tablet. Neither the test stimulations app for connecting to wens was working. It was unknown if there were any contributing factors. The two surgeons and the patient had to wait while the rep was on the phone talking to another medtronic employee. The other medtronic employee connected the tablet after surgery was done via air watch. They checked update status for app; it was up to date. Then connected the connector cable as well. When tried again it worked. Issue was resolved. Additional information was received from the rep reporting that the software version being used was the current one. It was unknown if the device logs were available as the clinician tablet was being returned. It was clarified that one ins was implanted and the other two were not. The two inss were not used because it was not possible to get a connection to the communicator. The cause was not known.